Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient talked to a manufacturer representative and the manufacturer representative explained what the patient did wrong. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastroninterstinal /pelvic floor it was reported that the device had not been working since 2-3 weeks because the patient had been urinating constantly.(15-20 times a day). Patient also reported that they did feel the manual tells everything or that it was very clear and that they just felt like it was not clear enough. Patient stated that they had gone through p1, p2, p3 and were currently on 8.5v on p4 and that when they increased it they were getting the upper limit screen on their patient programmer. They further reported that they thought they might have done something wrong and that they will give it a few days and if she doesn't feel its "good enough "then she will make an appointment with her doctor. No further complications were noted or anticipated.